Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had been some signs of usage. There was some evidence of blood. The tool was received inside the cannula, which had no non conformities. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was outside the cannula in the straight position. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "toggle switch stuck" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 toggle switch was "sticking" (stuck in the on position). A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.